Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. A kink was noted on the inner shaft approximately 4cm from the tip. The stent was partially deployed approximately 8mm from the marker band. The stent deployment was done by rotating the wheel on the handle. The stent did deploy; however, clinical circumstances may have contributed of the stent deployment issues the customer experienced during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-feb-2017. It was reported that stent failure to deploy occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left iliac artery. After a 035 guide wire was advanced to the lesion, a 7x120x120 epic¿ stent was advanced to treat the lesion. However, during deployment, shear resistance was encountered. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was partially deployed.